Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Reference internal complaint: (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2016 and the patient was discharged home. Approximately nine days later the patient returned to the emergency room (ER) and was "diagnosed with endometritis". The physician administered oral antibiotics and intravenous (IV) antibiotics. "The patient did recover and was discharged and doing well". No other treatment was needed.